Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could be confirmed since the distal tip had broken off. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 03.168.010, lot: 21p5933, manufacturing site: (B)(4). Release to warehouse date: 28. Nov 2019. A manufacturing record evaluation was performed for the finished device 03.168.010 lot number 21p5933 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgical procedure on (B)(6) 2021, the multifunctional rod was used to perform compression and it split without causing harm to the patient. No further information provided. This report is for one (1) multifunction rod for insertion instruments this is report 1 of 1 for complaint (B)(4).